Manufacturer narrative:
Device was initially received for the complaint that the device displayed "cassette not attached" error. During investigation found the defective dso sensor. This malfunction makes the event reportable. Review of event log/alarm history found cassette not attached error. During 12-month service history opened sep25 for delivery accuracy test failure. The visual and functional testing was performed. During visual inspection found that uso seal delaminated and battery compartment nicked. The complaint confirmed through 50ml cassette test and occlusion test. The dso sensor was replaced. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the device displayed "cassette not attached" error. During investigation found the defective dso sensor. This malfunction makes the event reportable. This event occurred during testing and there were no patient and harm.